Event description:
The patient experienced a phrenic nerve injury 46 seconds into the first ablation of the rspv. Phrenic nerve contraction had not returned after 25 minutes and the cryoablation procedure was aborted. Follow-up on (B)(6) 2012 indicated that the phrenic nerve injury had still not recovered.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.